Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with dog chew marks on the display window, reservoir tube lip and on the keypad overlay, and a missing reservoir tube seal.

Event description:
Customer reported that the insulin pump got chewed by her dog. Customer stated that now she is unable to insert the reservoir. Last blood glucose value is 133 mg/dl; treated with juice. Nothing further reported.